Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. (B)(6). The biosense webster inc. Product analysis lab received the device for evaluation on march18, 2019. The investigational analysis has been completed. Investigation summary: the device was visually inspected and the pebax was found bent. Then, during the second visual inspection a cut was observed in the pebax with metal exposed. Then, an electrical test was performed on the catheter and it was found within specifications; however, the thermocouple values were found out of specification. A failure analysis was performed and it was found that there is an electrical intermittence on the tip area creating the temperature issue. Then, a cool flow pump test was performed and it was found within specifications, the catheter was irrigating correctly, no irrigation issues were observed. A manufacturing record evaluation was performed and no internal actions related to the reported complaint were identified.  The customer complaint was confirmed. The root cause of the damage on pebax cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specification and procedures. It could be related to the handling of the device during the procedure; however, this cannot be conclusively determined. The temperature issue does not represent any patient safety impact since the device is unable to deliver radio frequency energy to ablate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a procedure with a thermocool® smart touch® sf bi-directional navigation catheter and the biosense webster, inc. Product analysis lab noted a cut in the pebax with metal exposed. Initially, it was reported that during the ablation, the temperature soared. The issue was resolved by changing the thermocool® smart touch® sf bi-directional navigation catheter. The procedure was completed without patient consequence. Attempts have been made to obtain clarification to this complaint. However, no further information has been made available. The high temperature was assessed as not reportable. The most likely consequence was an intraprocedural delay. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, was remote. The biosense webster, inc. Product analysis lab received the device for evaluation on march 18, 2019 and noted that the pebax was bent. This issue was assessed as not reportable. There was no exposure of internal components or any evidence that the integrity of the catheter had been compromised. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, was remote. Additional assessment was performed on may 22, 2019 and it was noted that there was a cut in the pebax with metal exposed. The cut in the pebax with metal exposed was assessed as a reportable issue. The awareness date for this lab finding is may 22, 2019.